Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Brand name: heartware ventricular assist system: controller. Model #: 1420, catalog #: 1420, expiration date: 31-march-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated bt MFR: no device evaluation anticipated, but not yet begun. Mfg date: 04-march-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a display error and unknown controller fault alarms. Review of logfiles showed the ven tricular assist device (vad) exhibited low flow alarms. The vad remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6). H6:FDA method code(s): b15, b17 h6:FDA result code(s):c02 h6:FDA conclusion code(s): d15 FDA img code: g0200701 product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed several slight decreases inflows within the last 14 days of available data leading up to 25/apr/2020 and five (5) low flow alarms were logged since 22/apr/2022. Review of the alarm log file revealed 4092 controller fault alarms logged on 25/apr/2022, indicating the controller¿s user interface controller (uic) detecting a corruption of its software application status. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files and displaying information on the controller lcd display. As a result, the reported controller fault alarms event was confirmed ; however, the cause of the controller fault alarms could not be determined as the unit was not available for analysis. The reported controller display error event could not be confirmed. Based on the limited available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation, experience with events of similar circumstances, the most likely root cause of the reported controller fault alarms event can be attributed to, but not limited to a faulty interface controller and/or memory corruption. Possible root causes of the reported controller display error event can be attributed, but not limited, to a display connection failure, faulty component in the display circuitry of the printed circuit board, faulty lcd display module, and/or a faulty user interface controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.